Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler handle would not engaged and did not fire on the third firing. A new handle was opened to complete the case. There was no patient injury.